Manufacturer narrative:
Concomitant medical products: product ID 3889, lot#: unknown, product type: lead. Product ID: 3889, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient was in the waiting room at their healthcare provider¿s (hcp) office. The patient stated that the wires came out and they were bleeding. The patient stated they went to the hcp to have their ens looked and taken care of. It was noted that the trial began on (B)(6) 2020. On a second call, the patient reported they went to the hcp that morning because their back was bleeding. The patient stated they would go back to the hcp the following day if there had been any more bleeding overnight. On (B)(6) 2020 the patient stated they were not able to talk as they were at the hcp¿s office to have their lead of the ens device looked at to make sure the leads were in well and correctly. The patient stated the leads had come out the other day. No further complications were reported.